Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens; -09.50 diopter into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to over correction and glares/haloes. On this date a replacement lens of shorter length and different power was implanted. This resolved the problem. The cause of the event was reported as a patient related factor with no device causality and the patient couldn't adapt to halos and glares. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, into the patients eye on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to over correction. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).